Manufacturer narrative:
Batch reviews performed on 09 february 2026: gmk-primary 02.07.312psf tibial insert ps fix s.3 / 12 mm (k090988) lot 145633: (B)(4) items manufactured and released on 24-nov-2014. Expiration date: 2019-oct-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-primary 02.07.2203l femoral component cemented ps size 3 / left (k090988) lot 168673: (B)(4) items manufactured and released on 12-apr-2017. Expiration date: 2022-feb-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-primary 02.07.f11030 primary extension stem d 11mm l30mm (k133630) lot 168578: (B)(4) items manufactured and released on 28-mar-2017. Expiration date: 2022-mar-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a knee revision due to infection. During the surgeon the femur was found septic loosen. All devices revised successfully at about 7 years and 3 months post primary.